Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the blocked cannula or to determine if it contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours. It was also reported that the pod alarmed, which prompted the patient to remove the pod from the infusion site. When it was removed, it was observed that the pod's cannula was blocked. As treatment, the patient manually injected insulin and their bgs dropped to 2.6 mmol/l (46.8 mg/dl). The patient was subsequently hospitalized for hypoglycemia in related reports (emdr-(B)(4) and EU-mir-(B)(4)).